Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) the patient died. The target lesion location was in the right external iliac. The lesion characteristics were an average lesion with an intraluminal diameter that was 2 mm and the total lesion length was 60 mm. The wallstent had a diameter of 7mm and a length of 55mm was implanted. The clinical and radiological assessment was technically successful and there were no procedure related complications. The control performance at discharge showed there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. There was hemodynamic success and clinical success. At the one month follow up it was documented that the patient had died in (B)(6) of 2005, 24 days after the index procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4), device not returned for analysis.